Event description:
Event description cpi received information that review of the strips noted the implantable cardioverter defibrillator (ICD) was sensing something on the ventricular channel that was below the patient's lower rate limit but still within the programmed hysterisis. The lead system is going to be evaluated. Cpi received additional information in august 2000 that indicated oversensing problems persisted which caused the ICD to deliver inappropriate atp therapy.